Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure in the descending colon performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a 3 cm long stricture due to a malignancy. The patient anatomy was reported to be tortuous and the diameter of the stricture under 5mm. According to the complainant, during the procedure, the stent was advanced over the guidewire to the target lesion. While attempting to release the stent, the handle detached from the outer sheath. The physician attempted to release the stent with the outer sheath alone, but the stent was unable to be deployed at all from the delivery system. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken and some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4) catheter delamination. (B)(4) outer sheath broken. A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath was kinked and accordioned proximal to the mounted stent. The outer sheath was broken at 48mm distal to the distal handle and the outer sheath was stretched proximal to the break. During analysis, there was no issue in retraction of the outer sheath along the shaft. The shaft was dissected at the proximal end of the outer sheath. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.